Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. Post market vigilance (pmv) led an evaluation of two devices. There were no visual or functional abnormalities observed during product analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon resectioning. One staple was unable to be reloaded after firing successfully because the cartridge in the instrument could not be taken out of the stapler. The black pusher thumb piece could not be moved. The second instrument was not able to be closed. The third instrument worked well but it was not possible to push back the lever because the scalpel stood at the end of the reload and was jammed. It was not possible to push back the knife. To correct the issue, the surgeon made a hand stitch seam. Patient status is alive, no injury.